Event description:
Additional information received from the manufacturer's representative (rep) reported there was probably nothing wrong with the leads but that the healthcare provider (hcp) was very particular.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4)implanted: (B)(6) 2016, product type: screening device. (B)(4),

Event description:
The manufacturer's representative (rep) reported that during trial upon opening the outer film, it was stuck to the inner package with both trial leads. The healthcare provider (hcp) decided to not implant these trial leads and these leads were not in contact with the patient. There were no applicable symptoms regarding this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the packaging for the lead (serial # (B)(4)) found there was an improper seal between the lid and the tray. Evaluation codes were updated upon analysis.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.